Event description:
The pt feels discomfort and area around PICC is red. Therapies were total parenteral nutrition and lipids and antibiotics. They use powder free gloves. The phlebitis was noticed 24-48 hours after placement.